Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the reported messages and the test failure was isolated to contamination in ECG "d". The contamination was observed on capacitor c3 and voltage regulator v2. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" messages.